Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the patient¿s pump was interrogated on (B)(6) 2018 and a ¿motor stall recovery¿ occurred on (B)(6) 2018 at 12:52 pm; moreover, a ¿motor stall occurred¿ at 2:52 pm in the pump logs. The rep tried again to interrogate 30 minutes to check if recovery occurred and then called tech services for further instructions. Tech services stated no need to interrogate again. She recommended to decrease daily to minimum rate, while supplementing with oral baclofen. The patient, parents, emergency room (ER) nurse and ER physician agreed to recommendations. The parents agreed to call the managing intrathecal baclofen (itb) facility, on monday. The rep would update the facility via email and pre-update and updated printouts were emailed with an explanation of the event to the facility the following day. The ER was also provided with a printout of the update as well. The cause of the stall was undetermined. The parents stated the patient did not have a procedure or anything contributing factors done on (B)(6) 2018. The motor stall was unresolved and the patient was confirmed scheduled for surgery on (B)(6) 2018. The patient¿s weight was unknown per the patient¿s parents and the ER did not weight the patient. It was also noted the patient had an appointment on (B)(6) 2018 concerning this event and that this was an early motor stall. The patient¿s elective replacement indicator was 5 months. Additional information was received from a company representative (rep) indicated the pump was explanted and replaced on (B)(6) 2018. The family signed a consent for the hospital to release the pump to the manufacturer. Since the hospital required the product to be in pathology for 72 hours prior to release, the soonest available date for shipping would be (B)(6) 2018 and the rep would update after the pump was placed in the mail. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal unknown baclofen 2000 mcg/ml at 984 mcg/day via an implanted pump for intractable spasticity and cerebral palsy. A motor stall was seen on initial interrogation and the patient did not recently have a MRI. The pump status and/or event log report showed a motor stall occurred and was active. Patient symptoms were not reported. The event date was (B)(6) 2018. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The device was received for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.